Event description:
During routine servicing of the device, it was found that the handpiece leaked oil from the area where the handpiece hose connects to the foot pedal. This event did not occur during a surgical procedure. There was no user injury reported and no adverse consequences alleged from this event.

Manufacturer narrative:
Device failure was discovered during routine servicing. Internal components were evaluated and the motor hose assembly was determined as the cause of the leaking. The motor hose assembly was replaced and the handpiece was returned to the customer.